Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced pain in her left thigh and groin. She had an MRI and is on analgesia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.